Manufacturer narrative:
(B)(4).

Event description:
During a system implant, the physician implanted the rv lead first, then while implanting a ra lead the patient went into vf. The physician decided to discard the ra lead and implanted this single chamber pacemaker. The patient was intubated and taken to the ICU. The patient died later that day. Should additional information be received this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.